Event description:
During an ablation procedure for atrial fibrillation, a blood leak occurred. The sheath was replaced the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. The sheath distal tip had been split and bent. Functional testing did not confirm a fluid leak, however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage, torn seal and subsequent leak remains unknown.